Event description:
It was reported that after a right tcar procedure, the patient failed the post procedure neurocheck and couldn't move their left arm. Additional information stated that the patient experienced hypotension after the procedure, the patient was on dapt and a p2y12 test revealed the patient was therapeutic. Imaging revealed thrombus in the stent, and thrombectomy was performed. The patient has not returned to baseline. Additionally, it was reported that there was dissection in the distal ica near the petrous ridge, where the enroute 014 wire interacts.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this repor.

Event description:
It was reported that after a right tcar procedure, the patient failed the post procedure neurocheck and couldn't move their left arm. Additional information stated that the patient experienced hypotension after the procedure, the patient was on dapt and a p2y12 test revealed the patient was therapeutic. Imaging revealed thrombus in the stent, and thrombectomy was performed. The patient has not returned to baseline. Additionally, it was reported that there was dissection in the distal ica near the petrous ridge, where the enroute 014 wire interacts.